Manufacturer narrative:
Unspecified black silicone stent. Occupation- urology coordinator. PMA/510(k) number- unavailable as the device lot number, rpn, and gpn are unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during a bilateral stent placement, an unspecified black silicone stent crumpled/buckled. The patient had a history of prostatectomy, scarring, and bilateral stricture. Placement of the first stent was successful. During placement of the second device, the device crumpled when advanced over a wire. The patient began to bleed, and access to the ureteral orifice was lost, so the procedure was discontinued. The patient was admitted to the hospital, and the procedure was completed successfully the following day.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Event description: as reported, during a bilateral stent placement, an unspecified black silicone stent crumpled/buckled. The patient had a history of prostatectomy, scarring, and bilateral stricture. Placement of the first stent was successful. During placement of the second device, the device crumpled when advanced over a wire. The patient began to bleed, and access to the ureteral orifice was lost, so the procedure was discontinued. The patient was admitted to the hospital, and the procedure was completed successfully the following day. Investigation ¿ evaluation a document based investigation was performed including a review of the instructions for use (IFU), and quality control data. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest this device was manufactured out of specification. A catalog number was not provided by the reporting facility. Information was provided that the device was a ¿black silicone stent¿. A search of the sales history for black silicone stents identified catalog 133624 or 133626 as likely devices for this complaint. Reviews of the device history record and complaint history could not be completed due to lack of lot information from the user facility. A device master record review was performed, including device manufacturing instructions and quality control procedures. Cook has concluded that sufficient inspection activities are in place to assure functionality and device integrity prior to shipping. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification as well as other items in the lot or similar devices in the field or in house. The instructions for use (IFU), provides the following information to the user. Precautions ¿ do not force set components during placement, replacement or removal. Carefully remove the set components, if any resistance is encountered ¿ improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. While it is not known if the user encountered resistance and/or overstressed the stent during the procedure, it would not be unlikely due to the patient's reported altered anatomy and scarring from previous procedures. Cook has concluded the most probable cause of this event is related to patient anatomy and physiology. Due to the patient¿s urological surgical history and scarring, likely related to the surgical history, advancement of the stent could have required more force or manipulation, which could weaken the stent (per IFU). The weakened stent would then be more apt to bend or buckle under such pressure. It is not known if the bleeding was directly related to the stent ¿buckling¿ or if it was due to the possible force or manipulation of the stent required by the user. The risk assessment for this failure mode was reviewed, and it was determined that no actions are required. The appropriate personnel have been notified, and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.